Event description:
It was reported that three warning messages were observed on a brand new model 104 generator during a planned replacement surgery. The company representative preset all the settings besides the output current. The three error messages that were observed were high impedance, eos, and another message that may have been a failure to program message. It was reported that the generator was checked multiple times and that they tried removing and reinserting the lead pin multiple times in order to clear the impedance value. They also tried running diagnostics with the test resistor, but it still showed high impedance and eos condition. The previously explanted generator showed an impedance value within normal limits. The company representative reported that the electrocautery hadn't been used near the generator or lead. A different generator eventually had to be used. The manufacturer's device history records were reviewed. The generator passed final quality and functional specifications prior to release. The suspect product was received for analysis but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Periodic programming history review was performed and the high impedance event was found on date of event. Providing settings and system diagnostics. No other relevant information has been received to date.

Event description:
It was reported that the physician's resident may not have been following electrosurgery precautions during the patient's procedure. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Upon receipt of the generator, it was noted to be in a disabled condition due to end of service. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. A reset of the pulsedisabled bit in the pulse generator memory was performed to allow for an output to once again be provided by the pulse generator for subsequent testing. After the pulse-disabled byte was reset, lead impedance and current delivered were normal for all diagnostic tests performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications per the internal data of the generator, it appeared that diagnostics were not performed during the surgery to obtain an up to date impedance value was never performed. Note that the default impedance pulls as high. Based on the burn marks, the good results of functional testing, and the decoder showing no post-operative high impedance, it appears that the cause of the low battery condition was the generator being struck with electrocautery/electrosurgical tools, which can cause the generator voltage drop below end of service levels. The cause of the high impedance value was likely due to system diagnostics not being performed. No further relevant information has been received to date.